Event description:
During a hysteroscopy procedure, the fiberglass tip of the resectoscope sheath broke in the pt's uterus. The tip broke into three (3) fragments. Two (2) of the three fragments were retrieved, but a piece measuring about 1/2" x 1/2" was reportedly not extracted and is apparently in the pt's uterus. No past surgical problems have been reported to date for the pt.